Event description:
It was reported while the patient was getting ready for work in the morning he noticed a strong burning smell coming from the controller while charging. There was no spark or flame noted. The controller was extremely hot and the patient reports the controller and the cord was melted. At the time of the event the patient's blood glucose levels reached 135 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated. The device was received and was being investigated under CAPA-000045 (see h10) h3 changed from no to yes. Type of investigation updated to b01, investigation findings changed to c1101, and investigation conclusion changed to d16.